Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 6th of august 2015 for further investigation. During the investigation the fse replaced the rotary valve, stator face and rotor seal. Also, the fse replaced the injection valve rotor seal. Then the sample probe was replaced and proper operation was verified by the fse. A quality control (qc) run was performed and the results were within range. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due clogged sample probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported l syringe error on their g8 instrument. The customer tried to clean the valve but could not get it back together. Also, there are pressure errors. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.